Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a cracked rear housing and the downstream sensor was contaminated by fluid ingression. The event history log was unable to be reviewed due error code 1720 and service due alarm message on the pump display. To conduct functional testing the device was powered up. Upon review, the reported problem was duplicated. It was revealed the back up capacitor had a broken wire that caused the error code. Additionally, the clock battery was outdated. These were determined to be the root cause. The back up capacitor and the clock battery were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.b3: unknown

Event description:
It was reported the device exhibited a service due error 1720. Patient involvement is unknown.